Event description:
It was reported patient had neurostimulator (ins) replaced due to overdischarged. It was added that they were unable to recover ¿jump start¿ ins and that was the reason the ins was explanted. It was added that overdischarged was discovered mid-last week. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient had their implantable neurostimulator (ins) replaced with another one. It was stated the over discharge was the result of patient compliance and recharging. It was stated that the patient experienced a loss of stimulation. The patient was re-educated on how to recharge and not let the ins get to overdischarge again.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 389033 lot# j0511610v, implanted: 2005 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 748966, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).